Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: an sri assessment was completed: the mechanical feature related to the complaint is equivalent to the comparator instrument. The sri design does not exacerbate the failure mode for this complaint, which is consistent to wear-out of threads on the comparator instrument. The product was designed and developed according to specification. This information was reviewed by sri and the quality team. Based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, postoperatively, the scrub nurse was taking the metallic spheres off the array that was attached to the adaptor. As scrub nurse pulled one of the spheres off, the small part of the end off the adaptor broke off. The patient did not suffer any repercussions. No patient consequences reported. No further information provided. This report is for one (1) modified stealth igs instruments. This is report 1 of 1 for complaint (B)(4).